Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report a hospitalization due to high blood. Customer was hospitalized due to another medical issue, while hospitalized, customer was was treated for high blood glucose. The current blood glucose reading is over 200 mg/dl. Caller stated that the insulin pump has issue with the buttons. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace.